Event description:
Additional info receieved from the MFR on 04/01/1999: the co has been notified of the report. As per distributer's requirements, the co has notified and provided the supplier with a copy of this report. Based upon the information contained in this report, the co has determined that the criteria for report filing has not been met. The co is not the MFR of this product, therefore, the co is not submitting a report. The co has, however, notified the supplier of this incident.